Manufacturer narrative:
(B)(4). Batch #unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colorectal procedure the staple line did not form properly,. The staple line was still bleeding after firing and hemostasis had to be achieved in other ways than stapling, by energy device. Bleeding mostly occurred at the distal part of the staple line. No tension was applied upon formed staple line. There were no patient consequences. Surgery was prolonged roughly 2 minutes.

Manufacturer narrative:
(B)(4). Date sent: 3/1/2023 d4: batch # 124c93 d4.

Manufacturer narrative:
(B)(4). Date sent: 1/12/2023. Investigation summary: the return product along with a video was submitted to ethicon endo-surgery for evaluation. During the visual analysis of the video, the following was observed: the video shows tissue with a staple line and abundant bleeding. However, due to tissue on staples line proper/improper form of staples cannot be determined. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ec60a device was returned with no apparent damage and with one ecr60d reload loaded in the device. The reload was received fully fired. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch 124c93, and no non-conformances were identified.